Event description:
It was reported that a balloon burst on the first inflation at three atmospheres during a renal angioplasty. A second balloon was used to successfully complete the procedure without pt complications. This device has not been returned for eval. Therefore, no failure analysis will be available. Balloon rupture or balloon leak is an anticipated event of angioplasty which has been associated with over-pressurization or use in a calcified lesion. However, without evaluating this device, co is unable to determine the exact cause for this event. Co directions for use state: "if loss of pressure within the balloon catheter occurs during inflation or if the balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. Inflation in excess fo the rated burst pressure may cause balloon to rupture".

Manufacturer narrative:
H6. 86 (other) - microscopic examinationthe device was received, evaluated and retained by this MFR. Dried foreign matter was noted in the lumen. A pin hole leak was noted in the balloon over the proximal ro marker. Scratches and catheter marks were noted on the balloon surface. This device displayed characteristics consistent with contact with a sharp external source, scratches and chatter marks on the balloon surface. Therefore, we believe this factor contributed to this event and do not attribute it to the device.